Event description:
In 2003 a gore excluder bifurcated endoprosthesis was implanted. In 2006 a postoperative computed tomography scan revealed a type ii endoleak from a lumbar artery. 7 days later, the coil embolization was performed and the type ii endoleak was successfully repaired.

Manufacturer narrative:
The device remains functioning in the pt. The review of the manufacturing paperwork verifed that this lot met all pre-release specifications. Please note: a gore excluder bifurcated endoprosthesis contralateral leg component (pcc141000/lot#031532003) was also implanted.